Manufacturer narrative:
Patient city: (B)(6). Patient country: australia. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced an insulin flow blocked alarm event on (b)(60 2026 due to an occlusion, during which insulin did not exit the tubing when the plunger was manually pushed. The blockage was located in the tubing. No further information available.